Manufacturer narrative:
(B)(4). User medwatch: (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex" plus ureteral stent was implanted in the ureter during cystoscopy, left retrograde pyelogram, left ureteral stone manipulation with a left ureteral stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure after the stent was placed, a piece of blue plastic was found in the patient's bladder. The physician was able to successfully retrieve the detached plastic piece from the patient. There was no harm to the patient.